Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument fractured. The procedure was aborted with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was observed on the distal end and a broken jaw was found. No fragments fell inside the patient's body. An x-ray was performed and no fragments were noticed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The instrument was found to have the blade broken at the base. A piece approximately 0.061" x 0.492" was found to be broken off. The broken piece was not returned with the instrument. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.